Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
It was reported that patient presented to dr with bad hip pain. Upon x-ray, patient had pelvic fracture. Patient appears to have pinnacle 300, ultamet 36x54 liner and 36-2 head. Cup was loose at bone to implant interface, revised cup. Doi: 2004, dor: (B)(6) 2020, affected side: right hip.